Event description:
The customer reported the ventilator alarmed and restarted during operation. The customer reported the unit was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log history indicated a ventilator restart occurrence. The service engineer replaced the power supply to address the finding. Applicable final testing was completed per operating specifications.